Event description:
The customer reported the system displayed a communication failure error followed by a system lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors on the 5v power supply were reseated. The system was then found to be operating as intended.